Event description:
Ra (right atrial) lead undersensing on current electrograms (egm), the undersensing does not appear to alter episode. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).